Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, misaligning the insertion and/or improper surgical technique. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) /2024, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope button did not sit underneath the coracoid instead, it went underneath the clavicle. The surgeon attempted to reload the inserter with the button but could not. The sutures and buttons were fully removed from inside the patient. The case was completed using another ar-2372blo knotless ac tightrope. This was discovered during an ac joint procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.